Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was not able to be confirmed through this evaluation as no log files were submitted for review. A specific cause for the alarms could not be conclusively determined. Additionally, a direct correlation between the reported events and heartmate 3 lvas, serial number (B)(6), also could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists hypertension and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas and provides information regarding the recommended anticoagulation therapy and inr range. The IFU also states that the low flow hazard alarm will occur when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. This document, as well as the patient handbook, describes all system alarms and the recommended actions associated with them. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 with low flow alarms, hypertension and drop in hematocrit hct (32 to 26) with signs and symptoms of gastro gastrointestinal (gi) bleeding. Inr (international normalized ratio) was 1.49 upon admission. Esophagogastroduodenoscopy (egd) did not show any sources of active bleeding. Patient has known gi bleeding issues pre-vad (ventricular assist device) implant. Inr goal remains 1.8-2.2 and will continue off asa (aspirin). Low flow alarms have been resolved. Patient was listed for heart transplant on (B)(6) 2021. Patient was to be discharged home once inr became therapeutic.